Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had melted at the charging port while charging. The patient reported the pdm was overheating and had a burning smell. The patient reported the pdm was only charging for 15 minutes before the thermal event. The patient reported that the charging cable had also melted. The patient also reported that the pdm was losing a battery charge quicker than expected before this event.